Manufacturer narrative:
Product event summary: analysis summary the device was returned and analyzed. Returned product analysis confirmed the failure and identified the root cause as a lack of adhesion between the insulator cup and the back shield. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) was returned to the lab for analysis. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.